Event description:
Information received from the field notes that the patient presented with >1990 ohms atrial impedance. In both unipolar and bipolar configurations, p-waves were not detected. The device was programmed to vvi due to the patient being in atrial fibrillation.